Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. The customer attempted to change the cartridge and observed leaking at the septum of the cartridge. Blood glucose was not impacted. A cartridge, syringe, and needle change was performed resolving the issue.